Event description:
On (B)(6) 2013, sales representative reported that an eye care professional (ecp) reported a patient had an infection and inquired about product information. Multiple attempts were made to obtain additional information between the dates of (B)(6) 2013. On (B)(6) 2013, an associate from the ecp's office called to report that a patient who had prior chemotherapy had experienced issues with "infections" but they needed to obtain the patient's written authorization prior to the release of additional information. The staff associate did state on (B)(6) 2013 that the suspect contact lenses were removed at a (B)(6) 2013 visit and were discarded. The name of the disinfecting solution used by the patient was requested, but not provided. On (B)(6) 2013, medical records were received from the ecp's office. The patient was wearing acuvue advance contact lenses with a wear schedule noted as extended wear. Acuvue advance brand contact lenses are labeled for daily wear. Medical records received from ecp (B)(6) 2013: exam date: (B)(6) 2013: "the patient presents for evaluation of pain and redness in the os (left eye). It started about 1 day ago. The condition is severe. The condition is described as burning. In addition, the condition is associated with difficulty with light as well as excessive watering. The patient states that she is feeling pressure in her os and left nasal cavity. States she is just coming off flu and that this started yesterday at which point she took out her cl (contact lens) and has progressively worsened." General impression: corneal ulcer, central - iritis, unspecified os; general plan: "extended wear cl patient with 2 large ulcers close to visual axis. One drop homatropine os in office. No further cl until further notice." Medications: artificial tears: zymaxid 0.5% eye drops (gtts), instill 1 gtt os 4x/day; ciloxin 0.3% eye ointment, instill 1/2 inch strip into os at hs. Exam date: (B)(6) 2013: "the patient presents for corneal ulcer follow-up in the os. It started about 2 days ago. It affects vision os. The symptom is constant. The condition is improving by 25%.using zymaxid, unable to find ciloxin ointment." Impression: corneal ulcer of os; medications: artificial tears; zymaxid 0.5% eye gtts, instill 1 gtt os 4x/day; ciloxin 0.3% eye ointment, instill 1/2 inch strip into os at hs. Exam date: (B)(6) 2013: "the patient presents for cornea evaluation/ulcer in the os. Patient was last seen 2 days ago. The condition is described as light sensitive and vision still a bit blurry. The ecp saw the patient 2 days ago and wants to rule out acanthamoeba/fungal"; general plan: corneal ulcer, unspecified os; suspect fungal ulcer, no cultures at this time, consider in the future if needed. No cl wear. Patient states that pharmacy unable to get ciloxin ointment; medications: artificial tears; zymaxid 0.5% eye gtts, instill 1 gtt into os every 2 hours and once at night; prednisolone acetate 1% eye gtts suspension, instill 1 gtt into os 2x day. Exam date: (B)(6) 2013: "the patient presents for cornea check in the os. It has been 2 days since the patient's last exam. The condition is improving. Pt treated for corneal ulcer x 2 days. Pt using gtts as directed." Assessment/plan: corneal ulcer, unspecified; general impression: "discussed that ulcer may be caused by a fungus. Discussed beginning an anti-fungal drop to ensure improvement. Discussed at next exam if fungal gtts shows improvement, will d/c other drops." Medications: artificial tears; zymaxid 0.5% eye gtts, instill 1 gtt into os every 2 hours and once at night; prednisolone acetate 1% eye gtts suspension, instill 1 gtt into os 2x day; natamycin 5% eye drops, susp. Instill 1 gtt into the os 4x day. Exam date: (B)(6) 2013: "the patient presents for corneal ulcer in the os. It has been 5 days since patient's last exam. The condition is improving. The patient has been using gtts os as directed." Assessment/plan: central corneal ulcer; general impression: central corneal ulcer improving/most likely fungal os; medications: natamycin 5% eye gtts, susp. Instill 1 gtt into os 4 x; zymaxid 0.5% eye gtts instill 1 gtt into left eye 4 x/day; prednisolone acetate 1% eye gtts, susp, instill 1 gtt into os 4x/day. Exam date: (B)(6) 2013: "the patient presents for a corneal ulcer in the left eye. Patient was last seen about 6 days ago. The condition is improving, but was still light sensitive 3 days ago. Patient states that vision is stable." Assessment: corneal ulcer os improving/fungal; medications: natamycin 5% eye drops, susp. Instill 1 drop into os 4 x day; zymaxid 0.5% eye drops instill 1 drop into os 4x/day; prednisolone acetate 1% eye drops, susp. Instill 1 drop into the os 4 x/day. Exam date: (B)(6) 2013: "the patient presents for contact lens check in the left>right. It started about 1 month ago. The onset was sudden. The symptom is constant. Possible intolerance to hydraclear." General impression: corneal ulcer, marginal; medications: prednisolone acetate 1% eye gtts, susp. Instill 1 gtt into os 3 x/day; natamycin 5% eye gtts, susp. Instill 1 gtt into os 3 x/day; zymaxid 0.5% eye gtts instill 1 gtt into os 3 x/day. Exam date: (B)(6) 2013: "the patient presents for cornea check/follow--up for corneal ulcer in the os. It affects both near and distance vision. It has been 6 days since the patient's last exam. The condition is stable." Assessment: corneal ulcer, unspecified os, condition: improving, corneal scar os, condition: established, improving; medications: prednisolone acetate 1% eye gtts, susp. Instill 1 gtt into os 3 x/day; natamycin 5% eye gtts, susp. Instill 1 gtt into os 3 x/day; zymaxid 0.5% eye gtts instill 1 gtt into os 3 x/day. Exam date: (B)(6) 2013: "the patient presents for cornea check/follow-up in the os. It started about 1 week ago and condition is stable. Patient denies any drop problems and is using the drops correctly." General impression: corneal ulcer, marginal od (sic), corneal scar ou: medications: prednisolone acetate 1% eye gtts, susp. Instill 1 gtt into os 3 x/day; natamycin 5% eye gtts, susp. Instill 1 gtt into os 3 x/day; zymaxid 0.5% eye gtts instill 1 gtt into os 3 x/day. Exam date: (B)(6) 2013: "the patient presents for a cornea check od (sic). It started about 3 weeks ago. In addition, the condition is associated with no change in vision. Patient states that the eye feels fine." General plan: corneal ulcer, resolved os-corneal scar os; discussed patient can only resume contact lens wear if very cautious. If eye becomes worse while decreasing gtts, patient should be seen. Medications: prednisolone acetate 1% eye gtts, susp. Instill 1 gtt into os 3 x/day; natamycin 5% eye gtts, susp. Instill 1 gtt into os 3 x/day; zymaxid 0.5% eye gtts instill 1 gtt into os 3 x/day. Based on all available information, no causal factors can be determined and no conclusion can be drawn. If additional medical or product information is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
No evaluation will be performed. No conclusion can be drawn.